Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reaching 18 mg/dl resulting in loss of consciousness. Suspected cause was due to the pump settings. No damage was observed with the pump supplies in use. Customer was hospitalized and treated with a drip, customer could not recall the type of drip. Customer was released from the hospital 4 days later with the issue resolved and no permanent damage.